Event description:
It was reported that the patient showed discomfort, and computed tomography scan found out that cardiac perforation had occurred on the atrial (ra) lead. The physician elected to explant and replaced the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and all values were within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.